Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a brief sensor issue or sensor error lasting approximately 1 to 3 hours, as displayed on both the tandem mobi pump (in modified closed loop) app and the dexcom app. The error state was first noticed at 06:51 am, at which time the patient was asymptomatic. By 09:31 am, with no cgm readings still available, the patient visited the office nurse. Although the patient continued to deny any symptoms, the nurse observed that he appeared wobbly and proceeded to check his blood glucose (bg) levels via fingerstick. The result showed a bg of 69 mg/dl, while the cgm remained unresponsive. The patient was not sent to the hospital. Instead, the nurse administered four glucose tablets, after which the patient reported feeling fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.